Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing on a stapled hemorrhoidopexy, the anvil could be titled after firing but there was an incomplete staple line. They resected and re-stapled to fix staple line. The surgeon used another device and completed the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo and one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.